Event description:
In 2014, I got essure, was told I was crazy and got discharged from the practice, after I was hospitalized and the doc was made to take my tubes out. He took them out correctly and was left with no one that would touch me or come near me and take my case. Then I found one, four years later and at (B)(6). I had to have a full hysterectomy due to uterine cancer and everything was taken out except my ovaries. Now I am still recovering, four years I will never get back and even after the hysterectomy, I still don't feel right or good.